Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c. Therapy. There have been several attempts made to gather additional clinical information, but there has been no response. This report is being filed as a potential use error.

Event description:
The following information was reported to kci by the nurse: on (B)(6) 2015, the activ.a.c. Therapy was placed on hold due to maceration. The nurse stated that she does not believe the maceration is reversible and that the caregiver does not turn the patient to offload off the t.r.a.c. Pad. No additional information is available.